Event description:
It was reported that an implant was placed in close proximity to the ian. The pt experienced paresthesia and as a result the implant was raised 2mm two days later. As of the last contact, the paresthesia was still present, though the pt also experienced intermittent tingling, which the doctor construes as positive.

Manufacturer narrative:
While there is no indication that the implant involved malfunctioned, due to the fact that medical intervention was required to relieve the pt's symptoms, this event meets the criteria for reportability.